Event description:
Same case as MDR ID# 2134265-2011-05333. It was further reported that the initial amplatz wire was exchanged for another of the same wire. Peeling coating was also noted on the 2nd wire.

Manufacturer narrative:
Device evaluated by MFR: the device was received in a generic plastic bag, without its original pouch. Visual inspection revealed the coating was severely damaged (scrapped). Also noted was that the coiling slightly elongated on distal tip section. Additionally a bend at 1 cm from the distal end section was noted. The device appears to have been in contact with a sharp or metal object. The od of the device was measured and found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #2134265-2011-05333. It was further reported that the initial amplatz wire was exchanged for another of the same wire. Peeling coating was also noted on the 2nd wire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#2134265-2011-05333. It was further reported that the initial amplatz wire was exchanged for another of the same wire. Peeling coating was also noted on the 2nd wire.

Event description:
It was reported that during a peripheral stenting treatment procedure guide wire coating detachment occurred. Vascular access was obtained via the left radial artery. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous external iliac artery. When the physician attempted to advance a amplatz ss 035/260/1 guide wire into the angiographic catheter, the proximal coating of the wire was noted to have peeled off outside the patient. The wire was removed from the patient. The procedure was completed with a non-bsc guide wire, a wanda balloon and a non-bsc stent. No patient complications were reported and the patient's status is okay.